Manufacturer narrative:
A customer was contacted customer care regarding discrepancies between their bg and sg readings. The differences occurred within the first 10 days after insertion and were greater than 20%. The customer was informed about early inaccuracies and the lag between bg and sg readings. Despite this, the customer expressed a lack of trust in the system due to the discrepancies. This was the customer's third sensor, inserted in the same location (left upper arm) as the previous ones. A diagnostic upload (du) was requested and successfully completed. The customer mentioned that after the discrepancies, the system prompted a firmware upgrade, which improved the agreement between bg and sg readings. However, the customer still had concerns about the system's reliability. The case was escalated for further support. On (B)(6) 2025, the escalation response indicated that the system was continuing to adjust after insertion and showed better agreement over the last two days. The customer was advised to allow the system a few more days to adjust and to calibrate when requested. The customer accepted the feedback and had no additional concerns.

Event description:
On january 30, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.